Manufacturer narrative:
During the follow-up call, the customer was informed that the monitor going black was due to the standard thirty minute (30) auto power off feature of the video monitor. The steps in the operation and maintenance manual around auto power off were reviewed with the customer. The glidescope spectrum smart cable and a glidescope gvm video monitor were returned to verathon for evaluation. The technical service representative confirmed that the returned smart cable produced an image, with static, when the cable was manipulated near the hdmi connector. The returned video monitor was internally visually inspected and an unrelated routine repair was made to the device. The image produced by the video monitor was clear and with good color rendition. The video monitor was returned to the customer. Since there are no repairs available for the smart cable it was replaced for the customer. The returned smart was retained by verathon. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergent patient procedure, using a glidescope spectrum smart cable, the image produced was fuzzy and turned pixilated. The customer further reported that the patient expired as a result of cardiac arrest; and that the device malfunction did not cause or contribute to patient outcome. During a follow-up call, the following additional information was provided by the customer: on (B)(6) 2018, following an unspecified gi procedure the patient was stable in the ICU. Approximately 30 minutes after the procedure, the patient went into cardiac arrest. The customer reported that the fuzzy image was detected when the device was powered on and that three (3) physicians unsuccessfully attempted to intubate for a total of approximately five (5) attempts. After twenty (20) minutes, the glidescope video monitor went black and the patient was successfully intubated using the lma (laryngeal mask airway) method. The customer indicated that all three (3) physicians were experienced in video and direct intubation techniques and that this was an unanticipated difficult airway due to blood in the airway caused by the gi procedure as well as chest compressions.